Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient presented with shortness of breath associated with exertion. The subject was diagnosed with stable angina (ccs classification: 3) and cardiac catheterization was recommended. The target lesion being treated was located in the proximal left anterior descending (lad). The lesion was 85% stenosed, 2.75mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 2.75x32mm study stent. Following post dilation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient expired. Per physician's note to file, "the patient died at home from unknown cause. The patient had several illnesses that could have been related to her death including bladder cancer." Four (4) years follow up note, the patient had severe headache when she woke up and died about an hour later. Death certificate is not available and autopsy was not performed.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).